Event description:
Boston scientific received information that, during the implant procedure this right ventricular (rv) lead perforated the heart. A pericardiocentesis was successfully performed. No further adverse patient effects were reported. At this time, the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.